Event description:
It was reported that the patient presented remotely via merlin.net. It was noted that the right ventricular (rv) lead was over-sensing noise leading to pacing inhibition. It was determined that the rv lead was fractured. The patient did have symptoms. The type of symptoms was requested but not received. The rv lead was explanted and replaced. The patient was stable throughout the procedure.